Event description:
It was reported that the surgeon used pro46 to remove the gallbladder. The surgeon pushed the plunger forward. The specimen was inserted into the bag. The surgeon pulled the plunger back "forcefully". The metal arm broke off the pouch and into the abdomen. The surgeon removed the metal piece and requested an x-ray. The surgeon has been in-serviced and has used the device prior to the incident. Product was discarded and there were no lot numbers recorded. There were no pt consequences reported.